Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, while inserting the helical blade, the helical blade coupling screw broke. The broken piece was retrieved. Surgeon completed procedure with no further problems, no harm to patient. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, only the shaft of the helical blade coupling screw was received. The knurled knob was not returned for inspection. The shaft was broken where the knob and shaft intersect. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. As previously noted, the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the technique guide, could result in loading conditions that may lead to breakage. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint considered is invalid. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.